Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description: pinn can bone screw 6.5mmx15mm. Product code: 121715500. Lot number: pu221868. Please provide: 1) quantity manufactured: (B)(4). 2) date of manufacture: : 11/14/2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a . 5) IFU reference: internal goods number is rm034935ut / part#: 0902-00-743. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : product description: pinn can bone screw 6.5mmx15mm. Product code: 121715500. Lot number: pu221868. Please provide: 1) quantity manufactured: (B)(4). 2) date of manufacture: : 11/14/2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a . 5) IFU reference: internal goods number is rm034935ut / part#: 0902-00-743. Device history review : a manufacturing record evaluation was performed for the finished device and no non-conformances / manufacturing irregularities were identified.

Event description:
Study no: dots. Clinical adverse event received for infection. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2024 . Date revision: (B)(6) 2024 . Date of event: 05 jun 2024. (Left hip). Treatment: revision; products revised unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.